Event description:
It was reported that the lead had an apparent fracture and was explanted and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the distal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached due to clavicle-rib crush, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.